Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received pump reset instructions from technical support, who assisted in resetting the pump. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again. The caller acknowledged and understood the guidance provided.